Event description:
Pharmacy compounded chemo-therapy for two pts, and sent medications to the infusion clinic. During preparation for administration, the phaseal - (trade name) connector detached from the abbott bag spilling part of the contents. In the first instance a small amount of gemzar (10 ml) was spilled. During the second event, a larger amount of camptosar (about 400 ml) were spilled. The spilled concentration for the gemzar was gemzar 1600mg / normal saline 500ml. The spilled concentration for the camptosar was camptosar 325mg / normal saline 500ml. We were unable to determine if the spills were caused by operator error on the part of the pharmacy or nursing staffs, or as a result of a product failure. The suspected lot of phaseal devices was removed from stock as a precaution. The lot number for the infusion adapter was 639129. Dates of use:2006 - present.

Event description:
Pharmacy compounded chemo-therapy for two pts, and sent medications to the infusion clinic. During preparation for administration, the phaseal - (trade name) connector detached from the abbott bag spilling part of the contents. In the first instance a small amount of gemzar (10 ml) was spilled. During the second event, a larger amount of camptosar (about 400 ml) were spilled. The spilled concentration for the gemzar was gemzar 1600mg / normal saline 500ml. The spilled concentration for the camptosar was camptosar 325mg / normal saline 500ml. We were unable to determine if the spills were caused by operator error on the part of the pharmacy or nursing staffs, or as a result of a product failure. The suspected lot of phaseal devices was removed from stock as a precaution. The lot number for the infusion adapter was 639129. Dates of use:2006 - present.